Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to any of the following factors. Failure of the power supply circuit board, failure of the image processing circuit board.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Omsc confirmed that this phenomenon attributed to the failure of the inner circuit board. The exact cause of the failure of the inner circuit board could not be conclusively determined. The device was manufactured over 4 years and 1 month ago. Omsc surmised that this phenomenon was caused by an accidental failure in the circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device shut down automatically. The user rebooted the device, however, the phenomenon could not be resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.